Event description:
A healthcare worker experienced a stinging of the hands with whitening of the skin at the contact site after unloading a load after a completed cycle. The worker washed their hands immediately and the symptoms resolved within one day. The vaporizer plate was present but was not in the correct position.